Event description:
During cleaning of the device, the user reported that the device was plugged in and had the green led light lit, but it was not making ice. There was no patient involvement. Investigation in process, but not yet completed.